Manufacturer narrative:
The investigation concluded a vitros operator cut her hand near the thumb and pointer finger while performing daily maintenance on the pre-well wash probe of a vitros xt7600 integrated system. The investigation concluded that the potential for a blood borne pathogen infection due to the event cannot be ruled out. The vitros operator was wearing gloves when the injury occurred. The vitros operator did not realize she had cut her hand until approximately 30-40 minutes after the event. The vitros operator washed the cut with soap and water and cleaned the cut with iodine.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a vitros operator cut her hand near the thumb and pointer finger while performing daily maintenance on the pre-well wash probe of a vitros xt7600 integrated system. Per standardized medical consultations form, signed by ortho medical safety officer lily li on (B)(6) 2022, states the following: user's mucosal tissue/cut exposed/potentially exposed to patient serum/ plasma (blood pathogen potential). This incidence is considered as blood borne pathogen exposure to the mucosa. Due to the unknown pathogen contents and pathogen concentrations in the microwell, a potential transmission of blood borne pathogen via this incident cannot be excluded. The primary pathogens of concern are human immunodeficiency virus (hiv), hepatitis b virus (hbv), and hepatitis c virus (hcv). According to the cdc (3), the average risk of hiv transmission after a mucous membrane exposure to hiv infected blood is approximately 0.09 %, 6% - 30% risk of transmission with hbv, and transmission rarely occurs with hcv (4). Since the status of the patient is not known, disease transmission due to exposure cannot be excluded. This event is reportable due to the uncertainty of infection risk. The vitros operator had no adverse reactions or symptoms as a result of this event, and no additional medical treatment was sought. However, the vitros operator will file a report with the hospital's health service. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).